Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the morning of (B)(6) 2025, the patient began experiencing low estimated glucose values (egv) shortly after a new sensor was placed on the arm. The patient uses a tandem t: slim insulin pump in a modified closed-loop system. There was no documentation indicating whether the patient experienced symptoms or checked a bg level at that time. The patient consumed carbohydrates in response to the low egv. Several hours later, around noon, the egv remained low, while the bg reading was 461 mg/dl. At that time, the patient reported symptoms including blurred vision, vomiting, and diaphoresis. The patient's spouse administered insulin using the t:slim pump and subsequently called emergency services. Upon arrival at the hospital, the patient received intravenous insulin. Despite the egv still reading ¿low,¿ the bg level had risen to over 800 mg/dl. The patient was hospitalized for two days for treatment and monitoring. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient began experiencing low egv shortly after a new sensor was placed. The reported glucose values fall within the d zone of the parkes error grid when the patient experienced symptoms and checked at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.